Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 24, 2025 and july 25, 2025. H11: one actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the valve set at various points, during the priming and verification, pump calibration, and direct entry processes. The direct entry compounding cycle was performed using programmed volumes of 10 ml of 70% dextrose solution on port 5 and 100 ml of sterile water on port 24. The compounding cycle completed the priming and verification, as well as calibration, with no errors, however; bubble was detected during the direct entry phase. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering through port 5 of three (3) exactamix 2400 valve sets. It was observed that air was entering through the potassium phosphate port 5. To resolve this issue, the ingredient was moved from port 5 to 8 and was able to continue without issue. Also, to resolve this issue, a compounder with a valve set from a different lot was set up and no issues were noted. There was no patient involvement. No additional information is available.